Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod8 coils. During the procedure, while advancing a pod8 coil through a px slim delivery microcatheter (px slim), the physician encountered resistance. The pod8 coil advanced approximately 10 centimeters through the px slim and was then unable to advance any further. Therefore, the physician removed the pod8 coil and completed the procedure using one new pod8 coil, four new ruby coils and the same px slim. There was no report of an adverse effect to the patient.